Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/12/2021. H.6. Investigation: one used primary set was received by the customer for investigation. Upon visual inspection, it could be observed that the filter's air vent membranes were wetted/compromised. Dried fluid residue was seen within the filter as well. No other defects were observed. The set was functionally tested and fluid leaked out from both filter vents. The customer's complaint that tubing was leaking at the filter was verified. A device history record review could not be performed on model 2432-0007 because a lot number was not provided by the customer. Probable identified cause for vent leakage is clog/oversaturation of filter and time of use from which the fluid flow was restricted. Fluid then seeks path of least resistance through filter vent. The sample was sent to the filter supplier for additional investigation. It was determined that it is likely that fluids used by the end user has caused the vent membrane to become wetted out and allow the vent leakage.

Event description:
It was reported that the as lvp 20d 3ss 0.2m cv tubing leaked medication from the filter during the infusion. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "large volume medication tubing noted to be leaking at the filter. D12.5w infusing at the time."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint that tubing was leaking at the filter could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2432-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d 3ss 0.2m cv tubing leaked medication from the filter during the infusion. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "large volume medication tubing noted to be leaking at the filter. D12.5w infusing at the time."